Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not closed. A field service engineer (fse) found that the main half height enhanced drawer 2.1 rails were damaged and required replacement. Replace the drawer and the cubies were transferred to a new drawer. The fse logged into the hardware test application and ran final tests on main half height enhanced drawers 2.1 and 2.2, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 failed to close. Customer stated that drawer was ajar and would not physically close and as a result, the nursing staff were unable to use the pyxis machine or access patient-specific medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.